Event description:
It was reported that the stent dislodgement occurred. Vascular access was obtained via radial artery. The target lesion was located in the severely tortuous circumflex artery. A 4.00x16mm promus element plus stent was advanced; however, the device would not cross the lesion. During removal, the stent dislodged and embolized off the end of the stent delivery system. The balloon was placed distal to the stent, inflated at low atms and the stent was able to be retrieved. The stent was then snared from outside the guide catheter and successfully removed from the patient. The procedure was completed with a second stent via a femoral approach. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).